Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and presyncope.

Event description:
It was reported that signal loss over one hour occurred. On (B)(6) 2023, the patient experienced signal loss over 1 hour. The patient took a shower and felt tired and laid down in the bed when she heard only mumbling voice from her husband, but she was not unconscious, and her eyes were still open. She was not receiving any continuous glucose monitor (cgm) readings and felt drowsy; she went totally blank with the eyes open, and she was unaware of the surroundings. The husband tried to treat her with sugar cubes, but she was unable to take them. The husband called 911 at 10:20 am. The paramedics took a blood glucose (bg) reading which was 27 mg/dl and treated the patient with IV d10 (dextrose) and stayed for not longer than 30 minutes. After the treatment, the patient was feeling fine, and the bg reading was 70 mg/dl. It was reported that the tandem pump was not delivering the correct amount of insulin based on the cgm signal lost. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and failed. A review of the share log was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was a defective transmitter. No additional patient or event information is available.